Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 during which pelvic floor repair mesh and an obtryx sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had the mesh surgically removed on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2011 due to erosion, loss of intercourse, pain in vagina, groin, burning across lower abdomen, stinging and stabbing pain down middle, incontinence, leaking bladder, bladder infections and discharge. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of a laparoscopic lysis of adhesions, laparoscopic bso, and cystoscopy performed during mesh implantation. It was reported that following insertion the patient had a bowel blockage in (B)(6) 2008. No additional information was provided. (B)(4).